Event description:
Report received that during a c5-c7 acdf removal of a screw to reposition, the tip of the instrument broke off into the head of screw. The tip of the driver and screw were removed by the surgeon. The removed screw and driver were replaced with another screw and driver to complete the procedure. No harm was done to the patient without extension of time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review: synthes USA approved supplier reviewed device history records and reports no issues were found. Product development event evaluation: as noted in the evaluation for the extraction screwdriver, it has been determined that the load necessary to break that part of the instrument will most likely be seen during misuse of product. The internal shaft material of the extraction screw was changed to increase strength, ductility and to minimize issues. Placeholder.